Manufacturer narrative:
H6 - added conclusion code d14.

Manufacturer narrative:
Added d1001 - adverse event related to patient condition.

Event description:
It was reported the physician was performing a reintervention for a patient he recently implanted a gore® dualmesh® biomaterial device. When the physician was exploring the patient laparoscopically, he saw a lot of adhesions and seroma with a lot of contraction. The implant site did require aspiration due to the seroma/fluid accumulation. Reportedly, gore-tex® suture was also used in the procedure. It was reported the physician is concerned about the performance of the mesh and the adhesions, not so much the seroma or the infection. After the review and placement of the mesh in the right way, the physician proceeded to take a sample to test for infection. It was reported the physician left a 14 french blake drain in between the mesh and peritoneum, until he has the test results. An abdominal binder was used postoperatively to close the dead space. Reportedly, the lab results showed negative for infection. It was reported there was no pre-existing infection in the field of treatment or an iatrogenic injury. Reportedly, the patient is stable and getting better with lower inflammatory response. Reportedly, "the physician said he used local anesthesia in the port sites for the laparoscopy and general for the procedure. Also update the patient was discharged with good outcomes."

Manufacturer narrative:
A2 - a4: patient weight was requested, but not provided. H3: engineering evaluation could not be performed, as the device was not returned to gore. H6 - code 4111: additional information regarding the event were requested from the physician. The provided additional information is captured in the event description. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code¿ d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.